Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a absence of insulin flow blocked alarm. Customer programmed 1 unit fill cannula and stated insulin visible at the end of tubing. Customer stated the high pressure test not possible due to they did not have a blue chamber. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.